Event description:
The pt reportedly had an adverse reaction to stimulation of the most basal electrodes on the electrode array. The pt's speech processor was reprogrammed with the six most basal electrodes deactivated. A computed tomography scan reportedly showed seven electrodes outside the cochlea. The pt was explanted and reimplanted with a new device. Pt is doing well with the new implant.